Manufacturer narrative:
A ge svc rep performed an evaluation over the telephone. The malfunction was verified and the image monitor will be replaced by the in-house biomedical engineering staff.

Event description:
It was reported that the image monitor on the system 9600 was black with no image to be seen. There was no adverse pt. Involvement reported. There was no pt info reported.